Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during pt clinic visit, upon checking the controller history, it was noted that the pt had a clock reset and low flow, but the pt reported on driveline disconnects, did not change out controller and had no audible alarms. The vad coordinator noted that there are several kinks in the driveline. Could not induce any alarms when manipulated. The controller was changed. The log file shows that the white lead was on battery power and the black lead was not connected to anything just prior to the loss of power. It is possible that wither the battery on the white lead was too low to runt he pump independently or both leads became disconnected briefly.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.